Manufacturer narrative:
The exposed soft cannula for the received pod was found to be kinked. During the fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. The pod was returned with the adhesive pad on the bottom housing. No damages or defects were found on the adhesive pad, bottom housing and formed needle that would contribute to the skin irritation at the pod infusion site. A root cause for the reported skin irritation could not be determined. After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. Timeouts were observed in the download data. Inspection of the drive mechanism of the device found both the rotational sensor springs leaning inwards. It could not be determined if it linked to the pulse width increase.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 19.5 mmol/l (351 mg/dl), while wearing the pod longer than 48 hours on the hip/buttocks. It was noted that the cannula was bent and the site was irritated. As treatment for the hyperglycemia, a new pod was applied.